Event description:
It was reported by the hcp that (B)(6) later following a pump and catheter implant on (B)(6) 2011, there were complaints of post-dural headache and post-operative groin pain. The pt's catheter was replaced as it was placed posterior to the code and thought to be the "cause of the root pain". The catheter replacement had alleviated pt's pain symptoms, with the exception of a small amount of posterior-medial thigh pain. The pump was functioning as expected. It was later reported on (B)(6) 2011, that the pt had an infection and the hcp believed "the pump would likely be removed". The hcp also suspected "the new tech and c arm drape" as the cause for infection. The pt was being treated with antibiotic therapy and the intrathecal dose was being titrated for optimum pain therapy. The pump contained fentanyl, bupivacaine and clonidine. No further info was available as of the date of this report.

Manufacturer narrative:
(B)(4).